Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/20/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast, up arrow, and down arrow keypad buttons are intermittently responsive. The ok keypad button is unresponsive and the button contact was misaligned. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging keypad tactile changes and unresponsiveness. The reporter stated that tactile changes and intermittent unresponsiveness have affected all keypad buttons. The issue began one week prior to the complaint and had progressively worsened over time. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.